Manufacturer narrative:
Weight-race:unk. This product is not marketed in the us. 1494: off label use acd <3.0. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -7.5 diopter, was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.